Manufacturer narrative:
Three aspiration valves were placed in the patient. Three event reports were filed separately, one for each device. This is report one of three for the related pneumothorax event. As part of the event follow-up to gather additional information regarding the pneumothorax event, gyrus learned that the patient died approximately 10 days post procedure. The cause of death is unknown. No correlation between the death and the adverse event was reported. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the improve study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.

Event description:
The patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. The physician placed three spiration valves (1x svs-v6-00, 1x svs-v7-00, and 1x svs-v9-00). The patient experienced a pneumothorax immediately post placement procedure after extubating. The patient was re-intubated, and a follow up chest x-ray was taken. A chest tube was then placed.